Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the cobas® wnv assay performed within specifications. The reported false reactive rate of (B)(4) (99.98% specificity) for pooled testing was found to be within the specificity claim, which states a lower 95% confidence interval of 99.96% for pooled testing results. A review of the provided customer data for september 2022 did not indicate any hardware-related issues or product performance concerns. Positive control and internal control data demonstrated robust and sigmoidal growth curves, further supporting the conclusion that the product was functioning as intended. Additionally, a review of worldwide customer data for the same lot: (h13573) did not identify any trends or product issues. The root cause for the unexpected reactive results could not be definitively determined. It was noted that such results may occur due to contamination or deviations from optimal workflow during reagent or sample handling. However, the resolution testing results were non-reactive, and no product issue was identified. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in unexpected reactive results when using the kit cobas 6800/8800 wnv 480t ivd assay on the cobas 8800 instrument during the month of september 2022. The customer tests samples in pools of six (pp6). In the reported cases, a reactive result was obtained for wnv during pooled testing. Upon resolution testing as individual donations (idt), the results were non-reactive. The customer considered the idt results to be more accurate and released the non-reactive results. No donations were rejected, and no harm or delay in treatment was reported or alleged. The customer reported a false reactive rate of (B)(4) for the month of september 2022, which they alleged was higher than the acceptable rate.